Event description:
Following a surgical procedure for reinforcement of the anal sphincter due to fecal incontinence, a patient experienced an infection leading to fenix device explant. The fenix device was used as part of the surgical procedure. Surgical procedure and device implant on (B)(6) 2016. Device explant through surgical site on (B)(6) 2016 due to infection. Device was found in the correct position at time of explant.